Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via media article that a mississippi citizen filed a lawsuit against medtronic, alleging that the minimed insulin pump contributed to serious injuries that led to his spouse's death. No further details were provided regarding specific injuries suffered by the customer. The product has not been returned. The event does not include aggregate events that are referenced in the article as that information was obtained via publicly available databases such as the us FDA maude database, which consists of events medtronic already reported to us FDA by medtronic. We were unable match the published event to an existing case due to limited information and therefore are submitting this as an additional report.